Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Mother reported the hard plastic part coming loose from the adhesive of the infusion set. Unsure if it was caught accidently and torn off or if the cannula is defective. No adverse event reported. A request was made for the return of the device.